Manufacturer narrative:
Unit was returned for evaluation. The alleged incident reported could be duplicated as the "test" pressure port tubing being disconnected from manifold unit caused loud noise from unit. O2 purity within spec less than or equal to 3lpm, purity dropped when set above 3lpm, but device alarmed as intended. However, it would be hard to hear alarm over noise of device when pressure port disconnected.

Manufacturer narrative:
The unit has been returned for investigation. Results will be submitted via a follow-up MDR once the report is approved.

Event description:
The patient called the provider to inform them that the concentrator was noisy. By phone, they did some tests with the patient and they didn't notice anything wrong. When they picked the unit back from the patient on (B)(6) 2019, they were informed that the patient was deceased (the cause of death is unknown). The unit has been picked up by the local provider : they have done some tests : 500 h - noisy - 74% 02 - is alarming after 2-3 min - fix orange led o2 and small beep every 30 seconds (the beep is hardly audible). They don't know when this problem of noise happened. They installed the concentrator by the patient on (B)(6) 2019. The patient was under o2 1.5l/mn 24h/24.